Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak reported at implant, which resolved after implant of an aortic cuff, could not be determined from the pre-implant films provided. Images during implant were not provided and the reported endoleak could not be assessed, and post-implant CT¿s have not been made available for review of the stent graft in-vivo configuration. The pre-implant proximal neck was narrow, long, and angulated; off-label usage. The neck diameter measured 15mm just below the renal, and beginning 10mm below the renal (near the reported implanted location) the neck ranged from 17 ¿ 22mm along a 15mm length. This distal portion of the infrarenal neck was also angulated ~75 deg maximum relative to the distal aorta. Implanting within the challenging neck may have contributed to the type ia endoleak. It is possible that stent graft oversizing, implanting a 25mm bifurcate into the 17mm diameter neck, may have potentially led to stent graft infolding and malposition at the proximal seal zone, which then may have manifested into a proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the physician felt that the aortic neck was long enough and landed the stent graft approximately 1 cm below the lowest renal. It was reported that angiogram then showed what appeared to be a proximal type I endoleak. An endurant cuff was placed up to the renal arteries and the endoleak was gone on final angiogram. As per the physician, the cause of the event was unknown, as the physician felt the placement of the bifurcate should have sufficed. No additional clinical sequelae were reported and the patient is fine.